Event description:
It was reported that this patient was admitted to the emergency department due to complete atrioventricular block requiring temporary transvenous pacemaker implantation. It was noted that the implanted pacemaker was not working. The patient was stable in the intensive care unit still using a temporary transvenous pacemaker. No additional adverse patient effects were reported.